Manufacturer narrative:
This device remains in service and was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that the communicator for this implantable cardioverter defibrillator (ICD) displayed a red call doctor icon due to a communication problem. It was noted the communicator was not connecting. Technical services (ts) recommended troubleshooting options. This ICD remains in service and no adverse patient effects were reported.